Manufacturer narrative:
Model number/catalog number: sc-2408-56, serial number: (B)(4), batch/lot number: 19781961, model/catalog description: avista MRI perc lead kit 56 cm. Model number/catalog number: sc-4319, batch/lot number: 19545770, model/catalog description: clik x MRI anchor. The explanted devices were not returned to bsn as they were discarded by the medical facility. It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
A report was received that the patient's lead had migrated. The patient underwent a lead replacement procedure. It was also mentioned that the physician reported damage on the leads before it was removed. The patient was reportedly doing well postoperatively.